Manufacturer narrative:
B4:21aug2021. The manufacturer¿s international service technician inspected the device and was unable to confirm the ' low internal battery' error. The international service technician found in the ventilator diagnostic logs an error code indicating 'battery failed' error. The customer was advised that the battery needs to be replace. The repair was not approved and the unit was return to the customer.

Event description:
It was reported that while in use, the ventilator, with the power plugged in, was giving an alarm " low internal battery'. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. No patient information was provided.